Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(6) 2016 and found the color gravity module (cgm) tubing had a broken fitting. He replaced the cgm to resolve the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer stated that there was a contained fluid leak from the color gravity module (cgm) on their ichem velocity automated urine chemistry system erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. The operator was wearing personal protection equipment (ppe) at the time of the leak discovery. There was no biohazardous exposure to wounds or mucuous membranes.